Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked on 2 occasions during use. The following information was provided by the initial reporter: material no. 309657, batch no. 8345763. It was reported that syringe was leaking. Caller reported needle/ syringe was leaking week ago. Number of occurrences - 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No. Resolution - caller was able to successfully fill a cartridge. No further action required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked on 2 occasions during use. The following information was provided by the initial reporter: material no. 309657 batch, no. 8345763. It was reported that syringe was leaking. Caller reported needle/ syringe was leaking week ago. Number of occurrences - 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No. Resolution - caller was able to successfully fill a cartridge. No further action required.